Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported malfunction was that the pump keeps turning off/weird alert, which could lead to loss of therapy. Visual and functional testing was performed. Corrosion found on battery compartment springs, battery door springs. Upon further investigation, the battery door was cracked, the remote dose would not connect to the unit. The batteries were replaced. Review of event log confirmed a system fault error alarmed. Review of service history found no relevant information. Device passed all testing criteria post repair. The probable cause is due to corrosions on battery door contacts, battery compartment contacts.

Event description:
It was reported that the pump kept turning off and gave unusual alerts. The patient was involved, but no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.